Manufacturer narrative:
An event of a torn outer skirt and a distorted nitinol frame was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The device was returned for analysis. No anomalies were found on the returned valve. Based on all available information, causes for the reported torn outer skirt and a distorted nitinol frame could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The devices were prepared per instructions for use (IFU). During the procedure resistance was noted while advancing the delivery system through the aortic arch. The valve was deployed once and it was observed that the depth was not ideal. While the valve was partially re-sheathed, it was noted that there was high tension to the deployment wheel. The re-sheath wheel was twisted to the end. A gap remained between the radiopaque tip and the valve capsule. The delivery system and valve were removed from the patient. The decision was made to re-load the valve onto a new delivery system. The valve was inspected and it was observed that the nitinol frame was distorted and a tear was noted on the outer skirt. A new 25mm navitor vision valve and small flexnav delivery system were used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.